Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/19/2016 to report that the g5 mobile application had no audible alerts on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.